Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("loss of ectopic pregnancy"), haemorrhage in pregnancy ("complications of your unintended pregnancy or delivery: excessive bleeding") and genital haemorrhage ("heavy abnormal bleeding,") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), weight increased ("weight gain") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, haemorrhage in pregnancy, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased and vulvovaginal pain outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after essure removal most of the symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-apr-2018: events "vaginal haemorrhage, menorrhagia, apareunia, depression, migraine, headache, dysmenorrhea, dyspareunia, vaginal discharge, vision problem, weight gain, loss of ectopic pregnancy, vaginal pain" , concomitant condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (stillbirth or miscarriage)"), abortion of ectopic pregnancy ("loss of ectopic pregnancy/ the pregnancy was found during the hysterectomy. It was a miscarriage"), haemorrhage in pregnancy ("complications of your unintended pregnancy or delivery: excessive bleeding"), genital haemorrhage ("heavy abnormal bleeding,") and embedded device ("did not see the essure device in the fallopian tube/essure on the left side, palpated in the uterine tissue on the right side") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, migraine, anemia, smear cervix abnormal, obesity (bmi-37.131), anxiety, pulmonary mass and chronic tonsillitis (tonsillectomy). Previously administered products included for contraception: mirena from 2003 to 2008 and depo provera. Concurrent conditions included obstructive sleep apnea syndrome and chest pain. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar) and ferrous sulfate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain , weight gain/loss"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain/ pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)/ pain with intercourse") and visual impairment ("vision problems / vision/ eye problems-eye sight got worse"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression / psychological or psychiatric problems-conditions"). On (B)(6) 2017, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping / lower abdomen pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with sumatriptan succinate (imitrex df), topiramate (topamax) and surgery (hysterectomy(full) with bilateral salpingectomy/oophorectomy (one side removal of ovary), endometrial ablation and to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, haemorrhage in pregnancy, embedded device, abdominal pain lower, female sexual dysfunction, depression, migraine, dysmenorrhoea, vaginal discharge, visual impairment, weight increased and vulvovaginal pain outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after essure removal most of the symptoms decreased. Current weight 278 lbs. The pregnancy discovered during hysterectomy had outcome miscarriage. Hysterosalpingogram (hsg) on (B)(6) 2009 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received: events added-fatigue. Outcome of events ¿genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, pelvic pain, dyspareunia, fatigue¿ updated as ¿recovered / resolved¿. Verbatim ¿pregnancy (stillbirth or miscarriage)¿ has been clubbed with the event¿ ectopic pregnancy with contraceptive device ¿ and verbatim ¿the pregnancy was found during the hysterectomy. It was a miscarriage¿ has been clubbed with the event ¿abortion of ectopic pregnancy¿ ; ¿psychological or psychiatric problems-conditions¿ clubbed with event ¿depression¿. ¿ vision/ eye problems¿ clubbed with event ¿visual impairment¿.onset date of events updated. Treatment products ¿topamax and imitrex¿ were added. Historical drugs and patient medical history and concomitant drugs were added. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy abnormal bleeding,") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: reporters, start date was updated. Device incident category was changed from pelvic pain to fracturing of the implant. Events ectopic pregnancy with essure micro-insert and fracturing of the implant were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("loss of ectopic pregnancy"), haemorrhage in pregnancy ("complications of your unintended pregnancy or delivery: excessive bleeding"), genital haemorrhage ("heavy abnormal bleeding,") and device dislocation ("did not see the essure device in the fallopian tube/essure on the left side, palpated in the uterine tissue on the right side") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. In august 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage and device dislocation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant / hysterectomy with bilateral salpingectomy), surgery (endometrial ablation). Essure was removed on 26-apr-2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, haemorrhage in pregnancy, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased, vulvovaginal pain and device dislocation outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after essure removal most of the symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: medical record received:the event device dislocation added.reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding,") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (stillbirth or miscarriage)"), abortion of ectopic pregnancy ("loss of ectopic pregnancy/ the pregnancy was found during the hysterectomy. It was a miscarriage"), haemorrhage in pregnancy ("complications of your unintended pregnancy or delivery: excessive bleeding"), genital haemorrhage ("heavy abnormal bleeding,") and embedded device ("did not see the essure device in the fallopian tube/essure on the left side, palpated in the uterine tissue on the right side") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, migraine, anemia, smear cervix abnormal, obesity (bmi-37.131), anxiety, pulmonary mass and chronic tonsillitis (tonsillectomy). Previously administered products included for contraception: mirena from 2003 to 2008 and depo provera. Concurrent conditions included obstructive sleep apnea syndrome and chest pain. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar) and ferrous sulfate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain , weight gain/loss"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain/ pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)/ pain with intercourse") and visual impairment ("vision problems / vision/ eye problems-eye sight got worse"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression / psychological or psychiatric problems-conditions"). On (B)(6) 2017, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping / lower abdomen pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with sumatriptan succinate (imitrex df), topiramate (topamax) and surgery (hysterectomy(full) with bilateral salpingectomy/oophorectomy (one side removal of ovary), endometrial ablation and to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, haemorrhage in pregnancy, embedded device, abdominal pain lower, female sexual dysfunction, depression, migraine, dysmenorrhoea, vaginal discharge, visual impairment, weight increased and vulvovaginal pain outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after essure removal most of the symptoms decreased. Current weight 278 lbs the pregnancy discovered during hysterectomy had outcome miscarriage. Hysterosalpingogram (hsg) on (B)(6) 2009 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received :events added-fatigue.outcome of events ¿genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, pelvic pain, dyspareunia, fatigue¿ updated as ¿recovered / resolved¿.verbatim ¿pregnancy (stillbirth or miscarriage)¿ has been clubbed with the event¿ ectopic pregnancy with contraceptive device ¿ and verbatim ¿the pregnancy was found during the hysterectomy. It was a miscarriage¿ has been clubbed with the event ¿abortion of ectopic pregnancy¿ ; ¿psychological or psychiatric problems-conditions¿ clubbed with event ¿depression¿. ¿ vision/ eye problems¿ clubbed with event ¿visual impairment¿.onset date of events updated.treatment products ¿topamax and imitrex¿ were added.historical drugs and patient medical history and concomitant drugs were added.reporter information updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.